Manufacturer narrative:
This MDR was created by (B)(6), device vigilance specialist of zealand pharma us, inc. On behalf of the mannkind, corp. As part of the acquisition and subsequent transfer of the v-go medical device to the latter organization. This temporary transition activity is expected to continue until such time that the acquiring company establishes its own MDR reporting account.

Event description:
The patient wife repoted the husband, had a v-go 30 device worn on 6/9 where the needle button popped out prior to the completion of the 24 hour period.

Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.